Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was unable to infuse intravenous (IV) iron due to constant alarm indicating "max air pressure" despite proper checks on the pump. This occurred during pump use; however, patient involvement was not specified. The pump was programmed to infuse IV iron as a primary infusion at 250ml/hr for a planned volume 250ml. The pump was replaced and the infusion proceeded as normal. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.